Event description:
It was reported that ventricular lead impedance has increased. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the patient developed an infection. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that ventricular lead impedance has increased. The lead is still in use. No patient complications have been reported as a result of this event.